Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. The right atrial lead was discovered was dislodged. The patient reported feeling dizzy, lightheaded and falling. It was noted that the patient had a history of falling prior to initial device implant, the physician was unsure if lead dislodgement contributed to the fall or it was based on patient history. During lead revision procedure on (B)(6) 2019, it was noted that the right ventricular lead exhibited fraying on the external insulation, the pacemaker had migrated downwards since the implant, it was suspected the device migration resulted in the fraying due to friction. The leads were explanted and replaced and the device was repositioned successfully. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-08785, related manufacturer reference number: 2017865-2019-08789.